Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was in cardiogenic vs. Septic shock with vegetation on the leads. The implantable cardioverter defibrillator (ICD) was explanted. The leads will be extracted at a later date and different facility. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.